Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient via the manufacturer representative (rep) reported that their extension wire is extremely taught and causing pain in the neck. The extension can visually be seen in the neck with the issue not resolved at the time of the report. An extension revision is planned for (B)(6) 2017 but has not yet been scheduled. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.